Event description:
It was reported that one faradrive was selected for being used, however, the hemostatic valve was leaking air. The procedure was completed with another of same device, the patient condition following procedure was stable. The device is expected to return for laboratory analysis.